Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Synovitis; joint effusion in left knee. Spontaneous report was received on 03/29/2013 from a physician database extraction regarding a male patient (age not provided), initials unknown with osteoarthritis (grade 2). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous medical device implantation with synvisc of first course and synovitis which was treated with xylocaine and celestone. The patient's age was reported to be of (B)(6) years at the time of first course. On an unspecified date, the patient initiated treatment with first intra-articular synvisc (hylan gf 20) injection of the second course in the left knee, dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date, the patient experienced joint effusion in left knee. On (B)(6) 2001, the patient received treatment with second intra-articular synvisc injection. The same day, the patient experienced synovitis. The patient was treated with celestone (betamethasone) for the events of synovitis and joint effusion of left knee. On (B)(6) 2001, the patient received third injection of the second course. The patient's outcome for the event of synovitis and joint effusion in left knee was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was mild and moderate for the event of joint effusion in left knee. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide the relationship with the event of joint effusion in left knee. The qa (quality assurance) investigation results were received on 04/03/2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Follow-up information was received on 04/10/2013 and the patient initials were reported as (B)(6). Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.